Event description:
It was reported to philips that the device experienced a power interrupted error message. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a power interrupted error message. There was no patient involvement.